Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked with moisture present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: the pump failed to power on. The battery compartment was cracked. Corrosion was found in the battery compartment. Moisture damage was found on the internal components of the pump.

Manufacturer narrative:
Follow-up #2, (B)(6) 2017- correction to serial #.